Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed

Event description:
It was reported that saline flowed freely even though the syringe was not pulled. Allegedly the user had no problem when the device was connected.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging) iap measurement kit. The saline spike was inserted into the concomitant leg bag in place of a saline bag and filled with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water). When allowed to rest, no flow was observed indicating that the check valve near the saline spike was able to restrict flow as intended. When the syringe was pulled, solution flowed straight through the tubing, not flowing backward and indicated that the other check valve also worked as intended. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿¿ use only saline for pressure measurement. ¿ ensure tubing fluid path is primed so there are no air bubbles. ¿ ensure the iap sampling port is seated tightly to the catheter drainage tubing sampling port prior to use. Precautions ¿ single use only ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ not made with natural rubber latex ¿ sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Sterile contents: ¿ 30 cc syringe ¿ infusion and pressure transducer tubing ¿ saline bag spike & cap ¿ zeroing stopcock ¿ dead-end transducer cap ¿ proprietary drain tube clamp ¿ valve port ¿ check valves for controlling and directing flow ¿ statlock® foley device kit" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that saline flowed freely even though the syringe was not pulled. Allegedly the user had no problem when the device was connected.